Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The getinge stm replaced the main printed circuit board. He was then able to complete all functional testing and safety checks to factory specifications. The iabp passed all functional and safety checks to factory specifications and was returned to the customer for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that after the getinge service territory manager completed a field action the cs300 intra-aortic balloon pump (iabp) was not accepting the updated battery information. There was no patient involvement or adverse event reported.